Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was believed to be spontaneously changing performance level settings. According to the report, the physician decided to perform a revision of the device and implant a new valve.